Event description:
It was reported that the fluidsmart pump shows inaccurate volumes on the hooks, which is impacting the fluid deficit. It is also showing the "sensor error" when priming the pump.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pump shows inaccurate volumes on hooks. Probable root cause: incorrect canister change operation or incorrect use of fluid deficit monitoring. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the fluidsmart pump shows inaccurate volumes on the hooks, which is impacting the fluid deficit. It is also showing the "sensor error" when priming the pump.